Event description:
It was reported that following a right eye (od) cataract surgery, the surgeon inadvertently punctured the iris during attempt to implant the stent from a trabecular microbypass stent system. Reportedly, excessive heme was observed, and the procedure was aborted. Per report, the operative eye "was not visible on the screen" intraoperatively, which contributed to the event. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and eye injury are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (eye injury and hyphema) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).